Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a ruptured abdominal aortic aneurysm. The diameter of the proximal non-aneurysmal aortic neck was 25-26mm, and 1-1.5cm in length. It was reported that prior to implant the pt presented with abdominal pain and subsequently developed hypotension. A CT scan demonstrated a ruptured abdominal aortic aneurysm. The pt was in stable condition after the aneurx procedure and no complications were reported as a result of the implant procedure. In 2003 it was reported that the aortic neck was large and contains severe angulation; therefore, the stent graft was explanted due to migration. It was reported that there was no evidence of an endoleak and there was no evidence of a hole in the aortic wall. The aneurysm sac had shrunk markedly in size and there was no pulsation in the sac prior to opening it. The stent graft components were well overlapped. A 22 x 11 bifurcated graft was cut to the appropriate length and sewn in and hemostasis was obtained. No clinical sequelae were reported, and the pt is reported to be in stable condition. The explanted stent graft received by medtronic ave and its analysis is pending.